Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the physician did not like the way the left ventricular (lv) lead was moving back upon withdrawing the sheath. The lv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.